Event description:
It was reported that there were concerns regarding the cardiac resynchronization therapy defibrillator (crt-d) charge time of 14.3 seconds with premature battery depletion. The local boston scientific representative wants to know if this is normal for this type of older model. Data analysis was requested, and boston scientific technical services indicated that the latitude data is too old for premature battery depletion (pbd) analysis, please have the patient perform a patient-initiated interrogation (pii) or provide an in-clinic follow-up save to disk for review. No new data has been provided for review. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that there were concerns regarding the cardiac resynchronization therapy defibrillator (crt-d) charge time of 14.3 seconds with suspected premature battery depletion. The local boston scientific representative wants to know if this is normal for this type of older model. Data analysis was requested, and boston scientific technical services indicated that the latitude data is too old for premature battery depletion (pbd) analysis, please have the patient perform a patient-initiated interrogation (pii) or provide an in-clinic follow-up save to disk for review. Multiple requests for new data to be provided for review but none had been made available. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.